Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav) and tavr procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, this will lead to increased intra-pericardial pressure, which can negatively affect heart function. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and in thv patients, it may be caused by lv perforations, annular ruptures, aortic dissections or other cardiac injuries. In transapical patients, post operative pericardial effusions are common. Most will resolve spontaneously, and some may require an intervention. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Cardiac tamponade is a life threating condition. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the pericardial effusion is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in france, this was a case with a 29mm sapien 3 valve by transfemoral approach. As reported, just after deploying the valve, the patient's blood pressure dropped, and pericardial effusion was clearly visible on echo. The surgeon drained the effusion and managed to stabilize pressure. The patient was then admitted to the ICU.

Event description:
As reported from our affiliates in france, this was a case with a 29mm sapien 3 valve by transfemoral approach. As reported, just after deploying the valve, the patient's blood pressure dropped, and pericardial effusion was clearly visible on echo. The surgeon drained the effusion and managed to stabilize pressure. The patient was then admitted to the ICU. The patient passed away on pod 4. As per medical opinion, the effusion was caused by a suspected (not confirmed) annular rupture.

Manufacturer narrative:
Updated b5, h6- impact code and clinical code.